Manufacturer narrative:
The reported complaint of autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to a defective load cell module 1 and 2. The defective load cells were likely due to a defective component or mishandling such as drop. During visual inspection, no physical damage was observed on the returned autopulse platform. During archive data review, ua 7 error message was recorded around the reported event date, thus confirming the reported complaint. During the initial functional testing, the returned autopulse platform displayed ua 7 upon powering on. The load sensing system has detected a weight/load imbalance between the two load cells. Thus, confirming the reported complaint. Load cell characterization test revealed that both the load cells are defective. To remedy ua07, the damaged load cell module 1 and 2 needs to be replaced. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.